Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis of the pump found no anomalies.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 4000mcg/ml at a dose of 1520mcg/day. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. Approximately two weeks ago, the patient developed a blister over the pump site due to the seatbelt being positioned too tightly over the pump. The blister was treated with neosporin and yesterday the blister opened and the pump eroded through the skin. The pump was explanted and a new pump was placed in another location. The new pump was filled with lioresal 2000mcg/ml at the same daily rate. The issue resolved and the patient's status was "alive- no injury". The pump was returned for analysis.